Event description:
Related manufacturer reference number: 2938836-2019-13463. It was reported that when patient presented to ER device was unable to be interrogated with remote merlin transmission however the device was not able to be read. Multiple unsuccessful attempts were made to interrogate with merlin programmer. It was recommended to remove electrodes from patient and to attempt to read the device with remote transmitter however it was not successful. Attempt to enter password to rewrite the device was also unsuccessful. Patient reported received shock and it was not able to be determined if shock was appropriate or not. Device replacement was recommended. Device is on advisory however no allegation from physician for malfunction of device. Prior to procedure, x-ray revealed dislodged of the ra lead. Both device and ra lead was explanted and replaced, and patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.